Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 11, 2020. Upon further investigation of the reported event, the following information is new and/or changed: b5 (updated describe event or problem); d4 (additional device information - added exp date); g4 (date received by manufacturer); g7 (indication that this is a follow-up report); h2 (follow-up due to additional information); h4 (device manufacture date); h6 (identification of evaluation codes 11, 3331, 4114, 3221, 4315). Method code #1: 11 - testing of device from same lot/batch retained by manufacturer. Method code #2: 3331 - analysis of production records. Method code #3: 4114 - device not returned. Results code: 3221 - no findings available. Conclusions code: 4315 - cause not established. The actual sample was not returned for evaluation. A representative retention sample from the same lot number was obtained and no visual anomalies noted. It was then tested for clotting with bovine blood (hct 35.5%, be -1.2 and 37*c) at 5 l/minute for one hour with 100ml/min air injection with no clotting, foaming or bubbling on the filter observed in the cardiotomy portion of the reservoir. After completing standard protocol testing, blood conditions were modified in an attempt to recreate the conditions observed by the customer. Hct was reduced to 10.3% and blood flow was reduced to 0.4 lpm. Blood flow was maintained for two hours under these conditions. In total, blood was flowing through the cardiotomy filter for 4 hours and 40 minutes and no clotting or flow restrictions were observed. Without a returned device a thorough investigation could not be performed and a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Event description:
Additional information received, as per the clinical specialist, the facility have faced this issue 4-5 times in the past with different perfusionists, and all were post bypass irrespective of bypass duration. The user facility mentioned different situation where in after 60 minutes of bypass, they need to go on bypass with the same circuit and found multiple clots in the reservoir and oxygenator. They also mentioned that, when the bypass is off and patient was shifted to ICU, they left pump on the circulating circuit (>500 act) with the reservoir level of 400ml in the or and once they came back they found reservoir empty and all the volume collected in the cardiotomy reservoir. To clarify, they tried the add the volume but all the volume collected in the cardiotomy reservoir and at one point it started coming out through side cardiotomy ¼ port. Lastly, they kept the pump on the circulation through recirculation line connected to cardiotomy reservoir with 672 act. Initially reservoir volume was 500 ml but after 10 minutes the volume left was only 200ml; the volume holdup was high. To manage this situation, they put the circuit on the main reservoir with 5 lpm flow and slowly this situation improves. As per the hospital protocol, they immediately stop the suckers once the protamine starts. As a routine, the hospital keeps the circuit post bypass for at least 60 minutes for any emergency situation. They keep this circuit in the running condition through recirculation line which is connected to the cardiotomy reservoir and maintain 0.5 to 1.0 lpm flow with > 500 act.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that after cardiopulmonary bypass, the oxygenator had a clotting issue. As per the subsidiary, the hospital conducted a routine cpb for 100 minutes, where in the x clamp time was 87 minutes with 534 seconds of act. The surgery went well without any complications but, as a routine, they kept complete circuit for at least 60 minutes for any emergency situation. They noticed that at 30 minutes post bypass, there were clots in the oxygenator and cardiotomy reservoir. During this time, pump was running at 1.5lpm on the recirculation line with 562 seconds of act. Additionally, the patient did not have any previous surgery nor exposures to heparin. The pump suckers was immediately stopped once the protamine started. Heparin levels were monitored; however the levels were not known during cpb. The act values from the time heparin was given throughout the cpb was maintained >550 seconds act at any given time in general. The blood flow path during recirculation procedure post-cpb was through ¼ of the recirculation line to cardiotomy reservoir. The act was also taken during the recirculation period post-cpb and it was at 614 seconds and estimated hematocrit of the blood during recirculation was at 12-15 hct. There were no packed red blood cells administered and cpb circuits was not primed with blood. No patient involvement.